Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 22. On (B)(6) 2023 , loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.